Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received required intervention with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for over 48 hours. The patient had gone to a scheduled appointment with their healthcare personnel (hcp). The patients hcp administered a bolus of additional insulin with the patients pod. The patient was with their hcp for 1 hour.

Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. No damages or defects were found that would affect the delivery of insulin.